Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ''customer complaint.'' The information reported may or may not be related to the edwards device. Reportedly, the patient expired due to multisystem organ failure 1 day post op. The attending physician reported that the edwards valve was implanted to correct prosthetic valve endocarditis and an abscess on the annulus. The initial device which was explanted was not identified as an edwards device. For the second device which remains implanted, which was the edwards valve, there was no allegation of a product malfunction. However, the surgeon did not disassociate the edwards device from the patient death. No additional information was provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it remains implanted. There was no autopsy performed. The first device which was explanted during this procedure was not identified as an edwards device. Multisystem organ failure is typically the result of sepsis or an overwhelming systemic infection. The attending physician indicated that the patient had been diagnosed with endocarditis. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. In this case, the endocarditis existed prior to implant of the edwards device. Although the physician did not disassociate the device, most likely the death was due to the sepsis caused by infection from the previous device. Unfortunately, no additional information regarding the type of infection has been provided and we are unable to conclusively determine the root cause for this event.